Event description:
An optometrist reported a patient who had sharp pain and poor vision in the right eye when he woke up approximately 2 months following prk. The pt was noted to have small an epithelial defect and is being treated by increasing his previously prescribed steroid drops. In f/u with the customer, it was noted that the pt was doing well and had experienced an increased in visual acuity. The pt was instructed to discontinue the use of the steroid drops and is scheduled to follow up at a later date.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).